Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system underwent a system revision. High out-of-range pace impedance measurements >3,000 ohms were first detected on the ra channel on (B)(6) 2020, and the right atrial (ra) lead was turned off. High out-of-range pace impedance measurements >3,000 ohms were later detected on this right ventricular (rv) lead as early as (B)(6) 2022. No noise events were stored since the impedances went out of range, however (v-1) a stored episode back from (B)(6) 2019 had showed some possible emi noise with oversensing. The physician suspected clavicular crush, but it was unclear whether this was for one of both leads. However, technical services (ts) discussed possible spring contact behavior due to lack of recently stored noise events. Additional information received reported that the ICD was explanted/replaced with single chamber ICD, the leads were surgically abandoned due to lead dislodgement, and this rv lead was replaced. No additional adverse patient effects were reported. Additional information received reported that both the right atrial (ra) and this right ventricular (rv) leads had dislodged, per fluoroscopic imaging. The field representative denied clavicular crush. The physician decided to implant a new df4 lead, and the ICD was also replaced by a new device with the corresponding header. Both the ra and this rv lead were surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).